Event description:
Received info regarding a cartridge alarm 5 during the load process. Reportedly, the customer filled the cartridge with cold insulin. Customer's blood glucose level was not impacted. The customer was able to load a new cartridge successfully and resume insulin delivery.

Manufacturer narrative:
Per tandem's user guide, "insulin should be at room temperature before filling cartridge." No produce returned for evaluation. Should new relevant info become available, a follow up supplemental report will be submitted.